Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 05/15/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2012 with the following findings: the entire rubber keypad was found to be missing. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up and contrast buttons were found to be intermittently responding to presses. The keypad was removed and the up and contrast button contacts were missing and contamination was observed under the button contacts. Unrelated to the complaint, the battery compartment was cracked and the threads were stripped. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated, upon booting the pump alarmed cs054 for a corrupted software code. The pump alarmed which would alert the user of the issue.